Event description:
Eval revealed a misaligned display screen, partially dislodged force sensor pins, a physically damaged force sensor plate, and that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen, partially dislodged force sensor pins, a physically damaged force sensor plate, and that the force sensor resistance reading was out of calibration. The pump was primed and exercised with no alarms duplicated.